Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4): plaintiffs preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2009. Patient was implanted with a depuy asr hip on his right side on or about (B)(6) 2009. Patient has experienced pain. He has not yet scheduled an explantation of either asr hip implant.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation completed. Should further information be received, we will update the complaint at that time.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/28/15 medical records received. Records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 18, 2016.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address a failed asr right hip total replacement. Operative notes indicate that there was some brown blood-tinged fluid and scarring. Fluid and tissue were sent for analysis. The gram stain result was negative for bacteria. Cobalt metal ion level is above 7ppb.